Event description:
It was reported that the ptca/stent procedure was to treat the pda. While the guide wire was being removed after pre-dilatation and implanting a stent, a distal pda spasm occurred. It was reported that the cine was reviewed and the physician noted that the tip did get into a small side branch in the pda and upon retraction of the guide wire, the vessel spasmed and grabbed a hold of the guide wire tip. The guide wire was unable to be removed and a snare device was inserted in order to remove the guide wire. However, it appeared that the guide wire coils broke. The snare device was removed and two additional guide wires were inserted and wrapped around the separated portion of the guide wire and everything was removed as a single unit. Reportedly, there were no patient complications.